Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose." (B)(4).

Event description:
During a shoulder arthroplasty, the tip of the pin fractured during drilling however no fractured pieces were retained inside the patient's wound.